Manufacturer narrative:
The devices were available for evaluation. Observation showed significant wear on the bottom of one of the locking caps as well as near the conical end of the rod. Two of the three caps also showed signs of damage to the leading thread. Review of the imaging show a single locking cap disassociated from the screw head at the s1 level. The exact cause cannot be determined.

Event description:
It was reported that a revision surgery was completely due to creo mis locking caps loosening post-operatively.